Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead used was unable to capture, even after multiple repositioning attempts. The lv lead was not used and another lead was used to successfully complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from (B)(6) 2022. This issue is documented in help ticket (B)(4), . The initial submission attempt was performed on (B)(6) 2022.

Manufacturer narrative:
Correction: h10: field should include the following statement, which was not reported previously: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.